Manufacturer narrative:
.

Event description:
It was reported by the physician that the patient was admitted for generator replacement through the ER as the battery is suspected to be dead. It was explained that the patient's mother wanted the vns generator replaced as soon as possible and admitting the patient through the ER was the fasted way. It was later reported the patient's vns generator was at ifi and not depleted. The patient's mother believed the depleting battery was causing the patient to become more aggressive. The vns generator replacement occurred on (B)(6) 2015. The vns generator is not expected to be returned to the manufacturer. The programming history database was reviewed and contained information through (B)(6) 2015. It was found the vns generator was working as expected through (B)(6) 2015. A battery life calculation was performed and was consistent with the ifi condition found.

Event description:
It was reported by the physician's office that the patient had a visit with the physician on (B)(6) where is was mentioned the patient was hyperactive and impulsive. After the vns was prophylactically replaced, it was noted that the patient's behavior continued to be come worse. However, it was noted the patient's seizures were better controlled. It was noted the patient was autistic and the aggression could have been behavioral, social, due to her autism, or due to her age. No additional relevant information has been received to date.